Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test due to display anomaly. Unable to verify pump error 38 alarm due to blank display. Device received with corroded motor home switch. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm but not able to complete the rewind process. Customer stated that insulin pump was not exposed to high magnetic environment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.